Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had incorrect time and delay by 1 hour. A remote support specialist attempted to remote into the server and map the station drive but was unsuccessful. Later a field service engineer found the c: drive at critical capacity and identified that the regional time settings were incorrect. Performed a disk cleanup and removed temporary files as outlined in the knowledge article - hard drive full // clean up space. Ensured that storage sense was enabled. Rebooted the machine and allowed updates to complete. The customer then performed an inventory on a drawer, confirming that all changes were captured correctly. The system time was accurate, and disk efficiency returned to 100%. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed an incorrect time with a one-hour delay. The unit remained online in remote support service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.